Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03274. It was reported that when the patient presented in the clinic for routine follow up, high, out of range pacing impedance and non- capture at max output was noted on right ventricular lead. The right ventricular lead was found to be completely non- functional. Chest x-ray revealed left ventricular lead dislodgement. The physician capped and replaced both right and left ventricular leads on (B)(6) 2019. The patient was stable post procedure.